Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Reference: (B)(4).

Event description:
It was reported that while drilling over the guide wire to place a 4.0 mm gen ii cannulated srew, the threads of the drill bit sheered off into the bone. The fragments could not be retrieved from the patient. No adverse events have been reported as a result of the malfunction.